Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys brahms pct result for one patient sample. The initial result was 2.89 ng/ml with a data flag and was reported to the physician indicating that the result was in the critical range. The repeat result was 9.1 ng/ml. The sample was repeated on cobas 6000 e 601 module serial number 2581-07 and the result was 14.4 ng/ml. The customer did not know which result was correct for the patient. There was no adverse event. The reagent lot number was 273163. The expiration date was requested but was not provided. The field service representative was unable to determine a cause. He noted the customer did not use an insert in the sample rack when testing the sample. He flushed the measuring cell and measuring line and checked all mechanical and pump adjustments. The customer ran calibration and qc which were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.